Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under separate medwatch report.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 71220u161) was advanced to the mitral valve and the clip was deployed, reducing the mr to 2-3. While preparing the second cds (71220u162), it was observed that the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4. The second clip was then deployed for stabilization and the mr was reduced to 2-3. It was noted that the pressure gradient was 4; therefore, no additional clips were implanted. At this point, it was found that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr returned to 4. In the physicians opinion, the thin anterior leaflet was responsible for the sldas. The procedure was discontinued. The patient remained in hospital for medical management. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported mr appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.